Event description:
The complainant reported that the clinicians were attempting to remove the calculus from a pt using a stone cone nitinol urological retrieval coil (date of event unk). During this procedure the clinicians felt resistance when removing the device from the pt's anatomy. The complainant reported that there were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good". Upon the completion of the eval of the device at issue in this complaint, a medwatch reportable condition was identified. The device was unable to close.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot number. The returned device was received and was visually inspected. It was noted that there was severe kinking along the entire length of the device. Several accordion like defects were observed in various areas. The core wire was found to be bent and the white heat shrink was peeled. The device was also found unable to be closed. The eval of the condition of this returned device was found to be consistent with the use of excessive force by the operator. The directions for use (dfu) for this product contains the following warning: "if resistance is encountered while attempting to withdraw the coil do not exert excessive force." The most probable root cause for this reported problem is user / use error.